Manufacturer narrative:
Three pictures of smiths medical cadd cassette reservoir were received. Picture one (1) showed a cassette product from part number 21-7302-24 in used conditions with extension set attached from part number unknown and lot number unknown. Picture two (2) show the front view of a cassette product from flow stop model. Picture three (3) show the top view of a cassette product from flow stop model. Device analysis: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. The sample was visually inspected, and no damages were noted. The sample was tested to measure the height of the pump tube arch and determine if is under or out of specification and the pump tube height passed. During accuracy test, the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. It was noted that the sample could be connected without problem; sample failed the test, however due to sample being received in used conditions could affect the test. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, an alarm was noted with no message. Subsequently, the customer changed both the pump and cassette to resolve the issue. No patient consequences were reported. No adverse effects were reported.